Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that the internal packaging of the tibial implant was warped/melted and the seal for sterility was broken rendering the device unsterile.